Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post arm surgery, in the recovery room it was noted that the patient¿s right ventricular lead had eroded out of the pocket. The lead was explanted on (B)(6) 2019. The patient was in stable condition.